Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered the reagent rocker was loose and not mixing reagents. The cse replaced the defective primary reagent compartment and calibrated three probes. The cause of the delay in testing was due to a defective primary reagent compartment. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument stated that the primary reagent barcode scanner was not moving and making a grinding sound. The reagent barcode scanner flagged warning that "barcode scan not completed". The operator had no backup system for testing, which caused delay in testing. There are no reports of patient intervention or adverse health consequences due to the delay.